Event description:
A discordant low immulite 2000 hcg result was generated on one patient sample. The sample was subsequently repeated by the laboratory several times with varying results and a fresh sample was tested. There is no known report of treatment given or withheld based on the discordant hcg result.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. After analyzing the instrument and instrument data the fse replaced and adjusted the sample probe and dilution well insert . The instrument is performing within specifications. No further evaluation of the device is required.